Manufacturer narrative:
This complaint is being reported because the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The us IFU states that pseudoaneurysm possibly requiring surgical repair is a potential adverse event related to the deployment of vascular closure devices. An investigation has been opened to review risk documentation and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
A transaortic valve replacement (tavr) was performed on (B)(6) 2019. The physician was performing her 5th manta 18f vascular closure device deployment case. The teleflex representative was present at the case. A 14f procedure sheath was used and the pateint's femoral artery measured 7.8mm in diameter. Calcification was seen in the femoral artery. Manta 18 f was used for closure following the tavr. It was reported that the teleflex representative told the surgeon they thought they saw a small amount of calcium behind the toggle on a final angiogram. There was no extravasation at the site, but the representative reported "small stratification" but the surgeon said it looked fine. It was reported that on (B)(6) 2019 the teleflex representative was told of the adverse event. The physician ordered an ultrasound which showed the presence of a "three lobe pseudoaneurysm." A surgical repair was performed the morning of (B)(6) 2019 to repair the pseudoaneurysm. There is currently no information to confirm that manta was explanted during surgery.

Manufacturer narrative:
Based on the narrative provided by the representative, following a tavr procedure, manta 14f was deployed with overlay guidance and good technique. The femoral artery was noted as having calcification and a post closure angiogram showed "small stratification" at the access site with no further intervention. The following day the physician ordered an ultrasound revealing a three lobe pseudoaneurysm which was surgically repaired. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. The root cause of the implant not being effective in creating hemostasis is likely due to poor access side stick which did not allow the toggle to position correctly. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and pseudoaneurysm was identified as a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable occurrence levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.